Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (greater than 600 mg/dl) and 118 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.